Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in a clearlink continu-flo solution set. This occurred during infusion at 15ml/hr using a baxter infusion pump. The reporter stated that "very small air bubbles" were observed in the solution after passing through the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.